Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed towards the end of the case. It was noted that the clinical specialist (cs) rotated the probe before it was fired and did almost a full rotation to avoid the "blank" spot. Immediately after, the cs began to fire and had saw the blue pixels in a bowtie effect. The cs only fired for about 5 seconds as it was decided the user had ablated what was needed. There were no patient complications reported in relation to this event.